Event description:
It was reported to philips that the heartstart xl+ defibrillator failed the opchecks test for equipment disabled therapy message. There was no report of pt involvement.

Manufacturer narrative:
(B)(4).